Event description:
It was reported that there was a potential thrombus noted in the patient. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician performed the transeptal puncture without issue and positioned the pigtail rf wire in the left superior pulmonary vein (lspv) after crossing the septum. Versacross sheath was exchanged for the was. The rf wire was exchanged for the pigtail catheter, and the pigtail catheter/was combo was positioned into the laa. While waiting for the activated clotting time (act) result, transesophageal echocardiogram (tee) imaging showed a small flapping piece attached to the end of lspv. It was watched for several minutes as act resulted 198 seconds. The object was not noted in pre-tee images at the beginning of the procedure. The physician decided it was stable, more heparin was given to the patient, and the procedure was successfully completed with a closure device implanted in the laa. After the closure device was implanted, the was pulled back across septum at which time the object was noted in the right atrium on the fossa. The physician decided to put the was up to object and aspirated it. The object was no longer found on tee, however when the was removed and aspirated/flushed, there was no clot to be found. The patient woke up asymptomatic and was doing well. There were no other complications that were reported to have occurred as a result of this event.